Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug testing without duplicating the report. Review of the device log showed occurrences of rapid defib cable ID changes and there is no ECG signal viewable through pads and a number of pads lead faults. The lead view selected is pads, and there are instances where there is an ECG signal viewable through the pads; however, it is intermittent. There are a number of factors that exist outside of a device malfunction that can cause this that include but aren't limited to: poor coupling of the multifunction cable to the device, poor coupling of the multifunction cable to the adaptor/pads, issue with the multifunction cable, adaptor, or pads themselves the lead view selected is pads, and there are instances where there is an ECG signal viewable through the pads; however, it is intermittent. The device was retested and passed all testing successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.